Manufacturer narrative:
The device subject of the reported event was returned to crosstex for evaluation. Similar complaints have been recorded for us751, within the past year. No lot code has been provided to review DHR or retention samples. Micro pinholes observed in all highlighted filters. None are able to be quantified without microscopy. Investigation is still ongoing.

Event description:
Distributor reported that the end user is seeing holes on the filters in surgery.